Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deformation and pain.

Event description:
Physician reports rupture, deformation and pain. This relates to the left device. Device has been explanted.